Event description:
Hi team, today at (B)(6) hospital, we encountered an issue while deploying a 10x6 metal stent. During the procedure, the nurse deploying the stent felt resistance upon reaching the caution point, indicated on the deployment marker. The nurse voiced this concern, and prof. (B)(6) assessed the situation and decided to proceed. Throughout the deployment, we paused three to four times to verify the stent's positioning via imaging, ensuring proper deployment. Upon reaching the critical point of no return, both the nurse and I confirmed with prof. (B)(6) that he was satisfied with the stent's positioning and prof (B)(6) wished to continue. However, when attempting to release the safety wire, it became apparent that the wire was not disengaging as it should. When the nurse was unable to release the wire, she asked me to try. At this point, it was clear from the attached pictures and the device itself that a piece of metal from within the stent had come out the back of the device. Although I managed to release the wire, the stent did not deploy properly. We then decided to remove the stent and proceed with a new device, which deployed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal. During the procedure, the nurse deploying the stent felt resistance upon reaching the caution point, indicated on the deployment marker. The nurse voiced this concern, and prof. (B)(6) assessed the situation and decided to proceed. Throughout the deployment, we paused three to four times to verify the stent's positioning via imaging, ensuring proper deployment. Upon reaching the critical point of no return, both the nurse and I confirmed with prof. (B)(6) that he was satisfied with the stent's positioning and prof lee wished to continue. 2. What endoscope type and channel size was used? Olympus 3. What was the position of the elevator? N/a, open, closed 4. Details of the wire guide used (diameter, type, make)? Olympus 0.035 visiglide 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes, 7. Please advise the anatomical location of the intended target site. The stent was in the middle of the bile duct within the body of the stricture, we had deployed 80% of the stent 8. How long was the stent in the patient by the time this complaint occurred? 5 mins max 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? Yes 12. What intervention (if any) was required? A new evob 10 x 6 was used and deployed successfully. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? 4cm stricture - I inquired with prof lee if he felt the structure was excessively tight, and he responded that it was not overly tight at all. 2. Where was the stricture located in the body? The common bile duct 3. Was there resistance felt passing wire guide through stricture? No 4. Was there resistance felt passing the evolution through stricture? No 5. Was the stricture dilated before stent placement? No questions related to during insertion into patient: 1. Was the product inspected for kinks or damage before use? Yes, 2. Was resistance felt during insertion into patient? No 3. If yes, at what point? Questions related to during stent placement: 1. Did the product fail during stent deployment or recapture? Deployment 2. If other, please specify 3. Was the directional button pressed during use? No 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes 5. Was the yellow marker kept in view during deployment? Yes 6. Are images of the device or procedure available? Yes not sure, I can ask questions related to during introducer withdrawal: 1. Are images of the device or procedure available? Not sure, I can ask 2. Was final stent placement confirmed using endoscopy / fluoroscopy? Yes 3. If yes, what was used? Fluoroscopy 4. Did the stent open sufficiently to allow withdrawal of introducer safely? No 5. Was the safety wire fully removed before removing the delivery system? Yes 6. Did any part of the product snag/get caught with the stent when removing the delivery system? When attempting to release the safety wire, it became apparent that the wire was not disengaging as it should. When the nurse was unable to release the wire, she asked me to try. At this point, it was clear from the attached pictures and the device itself that a piece of metal from within the stent had come out the back of the device. Although I managed to release the wire, the stent did not deploy properly. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices): 1. What instrument was used for stent repositioning / removal? Forceps, snare, other 2. If other, please specify. Prof lee successfully removed the stent from the bile duct by retracting the catheter and extracting it using the scop 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no during the procedure, the nurse deploying the stent felt resistance upon reaching the caution point, indicated on the deployment marker. The nurse voiced this concern, and prof. (B)(6) assessed the situation and decided to proceed. 4. If yes, please when this was felt? Advancement or deployment 5. How did the physician deal with this resistance? Prof (B)(6) successfully removed the stent from the bile duct by retracting the catheter and extracting it using the scop 6. Was the lasso (suture) loop used during repositioning n/a.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2053011 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 25th of july 2024. On evaluation of the device, the following was observed: visual inspection: ¿ red safety tab not returned. ¿ directional button in the neutral position. ¿ red shuttle on the last dimple. ¿ safety wire not returned. ¿ stent returned partially deployed. ¿ inner canula protruding from the back of the handle. ¿ zip port tube protruding. ¿ 03 kinks on the flexor at approximately 97cm, 135cm and 145cm from white tip. ¿ compression on flexor noted in clear section. Functional inspection: ¿ handle actuating with slight resistance for deployment and recapture. ¿ unable to deploy stent. Photographic evidence supplied by the customer shows the inner cannula protruding from the back of the device. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿with elevator open, advance device until endoscopically visualized exiting duodenoscope¿. There is evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause was established. The user has not complied with the requirements of the IFU/label. From the additional questions, it is known that the elevator on the endoscope was in a closed position during the attempted deployment. It is likely that the elevator being in a closed position would have caused kinking of the delivery system leading to resistance, as described in the customer testimony, subsequently the safety wire was difficult to remove, and only partial deployment of the stent could be achieved. Continued attempts to deploy against resistance led to a buildup of pressure which resulted in the inner cannula protruding from the back of the handle and the damage to the zip port, as observed in the lab evaluation. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was completed using another evolution device.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 04-nov-2024.